Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window. Unit received with shifted end cap sticker.

Event description:
The customer reported that the insulin pump had a button error alarm. The customer did not list any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.